Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "user cuts or punctures pads or pad lines". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the arctic gel pads product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was getting alert 01 (patient line open) and the nurse went through all troubleshooting. The nurse would try switching the patient to another device and if that does not work, they would try replacing the arctic gel pads. Per follow up information, no other device was available and the nurse changed the arctic gel pads and the patient continued the therapy. Per follow up information received on 01sep2021, the nurse stated that there was air or water in the hose line and a nurse was able to clear the line and therapy was completed with no further issues after the line was cleared.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting alert 01 (patient line open) and the nurse went through all troubleshooting. The nurse would try switching the patient to another device and if that does not work, they would try replacing the arctic gel pads. Per follow up information, no other device was available and the nurse changed the arctic gel pads and the patient continued the therapy. Per follow up information received on 01sep2021, the nurse stated that there was air or water in the hose line and a nurse was able to clear the line and therapy was completed with no further issues after the line was cleared.